Manufacturer narrative:
Threaded flexible 6.5x72mm cannula device used for treatment, was not returned for evaluation. These are sold as a shelf carton of qty 10. These are not to be sold individually. There was a relationship between the reported event and the device. Due to unavailability, the allegation could not be physically confirmed. Definitive conclusions, investigation and evaluation were limited. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition. Caution to avoid torque and force should be used for all devices. Root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution. Complaint history review found no similar reports for this part/lot number.¿

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopic stabilization, the cannula broke while was in patient. Pieces taken out of patient. The procedure was completed with the same device before to know that it was broken, with no significant delay and no patient injuries.